Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced out of range impedance and also failed to capture. The rv lead was repositioned and remains in use. After repositioning of the rv lead, the implantable pulse generator (ipg) set screw would not "engage" upon the rv lead being placed back in header. The screw would also "not come back" to be removed or replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.